Manufacturer narrative:
The technician found a loss screw on the trend cylinder. The technician tightened the screw to repair the bed.

Event description:
Information rec'd indicates the bed will not go into trendelenburg.